Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. Sometime post-op the patient underwent a screw removal procedure at l5/s1. No additional information is available at this time.

Manufacturer narrative:
Add'l info/correction.